Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and insulin injections were used to address the bg level. While performing a system check with tandem technical support, the insulin was observed to be leaking at the luer lock. The customer changed the infusion set site and tubing; the occlusion alarm was no longer received. Reportedly, the customer had been using novolog insulin in the cartridge for 6 days.